Event description:
The stylet separated from the stylet puller.

Manufacturer narrative:
Conclusions: a root cause analysis could not be performed as the sample was not returned for eval. The device history could not be reviewed as a lot number for this incident was not provided. Attempts to retrieve add'l info regarding the incident went unanswered.